Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the barrel is cracked. The returned syringe was examined and exhibited a crack in the barrel ranging from the (B)(4) unit marking. A review of the device history record was completed for batch#: 7289865. All inspections and challenges were performed per the applicable operations qc specifications. There were eleven (11) notifications [200716850, 200716619, 200716647, 200716835, 200716849, 200714644, 200713530, 200713873, 200716629, 200715763, 200717114] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: 1. Defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2. Infeed dial at barrel printers. 3. Loss of back pressure at infeed rail also at form fill & seal.

Event description:
It was reported that the barrel of the bd insulin syringe with the bd ultra-fine¿ needle was cracked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Medical device expiration date: n/a. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd insulin syringe with the bd ultra-fine¿ needle was cracked. There was no report of exposure, injury, or medical intervention.